Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed two large cuts across the cassette, which is indicative of or would lead to air in the tubing. The reported issue was verified. The cause of the cuts was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.